Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, and conclusions in this section have been updated. H6 codes were added: type of investigation. H6 codes were corrected: investigation findings, investigation conclusions. Section h10 was updated with reference to the other report for this case. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Images of the device were provided and it was observed that the delivery system nose tip and burst inflation balloon were partially withdrawn through a bunched and circumferentially delaminated esheath liner. Imagery of the patient anatomy was provided and it was observed that calcium was present in the landing zone. The complaint of a balloon burst was confirmed by the provided imagery. Available information suggests patient factors (calcification) likely contributed to the event as the provided imagery of the patient anatomy confirmed the presence of calcification in the landing zone. Calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint of inability to withdraw the delivery system through the esheath was confirmed based on the provided device imagery. Available information suggests procedural factors (withdrawal of burst balloon) likely contributed to the event. As the balloon burst, the altered balloon profile could have made it more susceptible to catching on the distal end of sheath tip, which could have led to the observed withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), during a right transfemoral transcatheter aortic valve replacement procedure to implant a 23mm sapien 3 ultra resilia valve, the commander delivery system balloon ruptured on deployment, visualized by angiography. Despite the balloon rupture, the valve was successfully implanted in the intended position. Significant resistance was encountered when attempting to pull the commander delivery system back into the esheath+, but the attempt was successful. Once the system was inside the sheath, significant resistance was again encountered when attempting to remove the system as a unit from the body. A cutdown was performed to facilitate removal. Damage was noted to the iliac artery and vascular surgery was required to patch the vessel. The patient remained in stable condition post-procedure. The sheath was noted to be torn at the seam and at the expandable portion. The delivery system was reported to be caught in the body of the sheath.

Manufacturer narrative:
This is one of two reports being submitted for this event. Investigation is ongoing.